Manufacturer narrative:
As part of the normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
I am writing to report an incident that happened (B)(6) 2019 at (B)(6) hospital during a tha procedure by dr. (B)(6). The case was proceeding normally and all appropriate values and steps were followed. Upon impaction the robot ((B)(4)) claimed the cup was 5mm proud. Dr. (B)(6) unthreaded the cup and stated it was not 5mm proud but less. He then manually/ secondary impacted the cup. We then re-threaded the cup with the arm unlocked and captured the value, again reading 5mm proud. The case was successfully completed with no significant delay. Other info from (B)(6) 2019 case: multi-stage reamed for a trident ii cup. All implants and reamers were selected correctly. The checkpoint did not move. Registration was within our tolerance with a good spread. The black "laser line" was fully depressed during impaction reading. Apparently, this same issue occurred twice the week prior with the same robot and provided the same 5mm proud result. The fse was dispatched after the first two occurrences but found nothing wrong with the robot. This being said, I feel confident to rule out an end effector, bad registration, and bumped array. My educated guess is the multistage reaming (smallest reamer) created a deeper medial ream than the last (largest) reamer used. Upon impaction the cup seated into the periphery of the largest reamer but still had a gap medially between the cup and smallest ream; thus causing the system to read a distance of 5mm proud. Please let me know if you have had similar issues before and if my theory has any validity. I am happy to provide additional information to aid in any investigation. Case type: tha.

Manufacturer narrative:
Reported event: an event regarding an inaccurate application values due to software error involving 3.0 rio® robotic arm - mics, catalog: 209999 was reported. It was reported that ¿the case was proceeding normally and all appropriate values and steps were followed. Upon impaction the robot ((B)(6) ) claimed the cup was 5mm proud. Dr. (B)(6) unthreaded the cup and stated it was not 5mm proud but less. He then manually/ secondary impacted the cup. We then re-threaded the cup with the arm unlocked and captured the value, again reading 5mm proud. The case was successfully completed with no significant delay. Other info from 10/23/19 case:-multi-stage reamed for a trident ii cup. -all implants and reamers were selected correctly.-the checkpoint did not move.-registration was within our tolerance with a good spread.-the black "laser line" was fully depressed during impaction reading. Apparently, this same issue occurred twice the week prior with the same robot and provided the same 5mm proud result. The fse was dispatched after the first two occurrences but found nothing wrong with the robot. This being said, I feel confident to rule out an end effector, bad registration, and bumped array. My educated guess is the multistage reaming (smallest reamer) created a deeper medial ream than the last (largest) reamer used. Upon impaction the cup seated into the periphery of the largest reamer but still had a gap medially between the cup and smallest ream; thus causing the system to read a distance of 5mm proud. Please let me know if you have had similar issues before and if my theory has any validity.¿ product evaluation and results: review of the case session files was not performed as case session data was not provided. Product history review: review of the device history records associated with rio 475 indicate quality inspection procedures were completed with no reported discrepancies. Complaint history review: a search of the complaint database under device identification pn 209999 reports similar complaints for tha software - software error. The complaints are pr: (B)(4). Conclusions: the failure could not be determined as no case session data or logs were provided after three communication attempts were made. No additional investigation or specific actions are required at this time. If additional information is received such as the session files, then the complaint will be reopened. Corrective action/preventive action: a search of the nc/CAPA database under device identification pn 209999 reports no records related to tha software - software error. H3 other text : device not returned.

Event description:
I am writing to report an incident that happened (B)(6) 2019 at (B)(6) hospital during a tha procedure by dr. (B)(6) . The case was proceeding normally and all appropriate values and steps were followed. Upon impaction the robot ((B)(6) ) claimed the cup was 5mm proud. Dr. (B)(6) unthreaded the cup and stated it was not 5mm proud but less. He then manually/ secondary impacted the cup. We then re-threaded the cup with the arm unlocked and captured the value, again reading 5mm proud. The case was successfully completed with no significant delay. Other info from (B)(6) 2019 case:-multi-stage reamed for a trident ii cup. -all implants and reamers were selected correctly.-the checkpoint did not move.-registration was within our tolerance with a good spread.-the black "laser line" was fully depressed during impaction reading. Apparently, this same issue occurred twice the week prior with the same robot and provided the same 5mm proud result. The fse was dispatched after the first two occurrences but found nothing wrong with the robot. This being said, I feel confident to rule out an end effector, bad registration, and bumped array. My educated guess is the multistage reaming (smallest reamer) created a deeper medial ream than the last (largest) reamer used. Upon impaction the cup seated into the periphery of the largest reamer but still had a gap medially between the cup and smallest ream; thus causing the system to read a distance of 5mm proud. Please let me know if you have had similar issues before and if my theory has any validity. I am happy to provide additional information to aid in any investigation. Case type: tha.